Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with gel breast prostheses that both ruptured after implantation. An MRI confirmed bilateral rupture. As a result, the patient will undergo bilateral explantation on (B)(6) 2019. This medwatch report is for the left breast prosthesis.

Manufacturer narrative:
On 03/18/2019, mentor received additional information about the event. The patient¿s MRI results showed bilateral mildly enlarged silicone containing lymph nodes in the axillae region, larger and more numerous on the right side. It is currently unknown where this is from a previous set of ruptured implants or her current set. In addition, the patient reported bilateral pain. On 04/16/2019, the mentor product analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/24/2019, mentor received additional information about the event. The patient had her explanted devices replaced with mentor memorygel breast implant 590cc gel breast prostheses. On 04/25/2019, mentor completed the investigation on the suspect medical device. Upon receipt the device contained clear gel. Brown material was observed within the device, yellow material and gel were observed on the shell surface. During initial evaluation a parallel lines of shell wear were observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Leak testing was performed according with mentor procedures and it revealed a rupture on the posterior aspect, measuring approximately 0.1 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device to avoid compromise the device integrity. No other anomalies were observed. Rupture complaint was confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. At this point is not possible to determine the origin of the brown and yellow materials found in the device. Rupture complaint was confirmed. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet; however, complaint trends for mentor devices will continue to be monitored by quality assurance. Granulomas are noncancerous nodules that are a common tissue reaction to the presence of a variety of foreign materials, such as silicone. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).